Manufacturer narrative:
On november 23, 2021 the mentor analysis lab received the complaint device for evaluation. Additional procedural information was received on december 01, 2021. It revealed that upon removal, the surgeon also discovered a rupture of the right prosthesis. On december 15, 2021, a analysis of the device was conducted and the findings are as follows: according to the information received, the patient experienced a rupture in the 190cc breast implant. Additionally, the patient developed capsular contracture. Visual analysis of the returned sample revealed that the 190cc breast implant had a crease/fold on the posterior view. In addition, a tear within the crease/fold was observed measuring approximately 7.0 cm. The evaluation determined that the cause of the rupture is consistent with normal wear. The instructions for use state that ruptures can occur at any time after implantation, but it is more likely to occur the longer the implant is implanted. The following may cause implants to rupture: stressing the implant during implantation or other procedures and weakening it; folding or wrinkling of the implant shell. Breast implants may also wear over time. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) asian female had undergone a primary breast augmentation surgery. The patient had two gel implants; the left prothesis is unknown and the right prothesis being a mentor memorygel breast implant,190cc . After visiting with her hcp, it was confirmed, through an unspecified imaging method, that the patient had baker grade iii capsular contracture in her right breast prothesis. No information is available describing the cause of the visit. As a result, the hcp performed a replacement surgery of the right prothesis, replacing the original implant with a mentor memorygel breast implant, 190cc.